Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that a deep scratch was observed in the lens optic immediately following implantation of the rayone spheric rao100c iol into the eye. The lens was explanted and exchanged without incident and without injury to the patient. The product was retained and returned to rayner for evaluation. Preliminary inspection of the returned product showed that movable flaps were closed, and the plunger was fully retracted. The iol was not included with the return. To facilitate further testing of the returned injector, it was disassembled, and its parts were inspected under 10x magnification. This inspection did not identify any damage to the injector components. Following this cosmetic inspection, the injector was re-assembled, and a sample of rayone aspheric rao600c, +21.0 d from rayner stock was loaded and injected as per the IFU. Ophteisbio 3.0% ovd was used. Injection was unsuccessful, with the lens getting stuck in the injector nozzle. A methylene blue dye test was performed on the injector nozzle. This test showed that there was irregularity in the nozzle coating. While it is possible that the irregularity in nozzle coating is an artefact of the lens getting trapped in injector/ physical damage to the lens, this is likely a contributor factor to the damage to the lens optic and unsuccessful iol delivery in this case. A review of our existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 121182859.

Event description:
On 14th june 2022, rayner intraocular lenses received notification from its polish affiliate company of an unspecifed injector fault. On 14th july 2022, the product return was received by rayner along with additional information re-classifying the event. The additional information received stated that a deep scratch had been observed on the lens optic immediately after implantation into the eye necessitating lens explantation and exchange. Note: the case was initially assessed as non-reportable. Following receipt of additional information/product return on 14th july 2022, the event was re-assessed as reportable.